Manufacturer narrative:
Evaluation is in progress, but not yet concluded

Manufacturer narrative:
Defective parts were returned to the manufacturer. The reported issue was duplicated during evaluation. The product surveillance technician (pst) found out that the optical encoder caused an overspeed error and the stopping of the pump guts rotation when installed in a lab use only large roller pump. When the start button was pressed and speed knob rotated to start rotation of the pump guts, the pump immediately entered overspeed mode and the pump guts stopped. The optical encoder was then removed and code wheel was installed. The pump operated as designed with no pump jam observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The service engineer checked the roller pump and replaced 6" pod assembly, the optical encoder, and the optical encoer code wheel.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the large arterial roller pump jammed. The customer reported there was no patient effect.

Manufacturer narrative:
Per additional diligence: reducing the occlusion of the roller pump to correct the pump jam had no effect. The pump jam happens even without tubing. When you attempt to increase from zero revolutions per minute(rpms), the roller pump shoots to highest rpms and stops with pump jam.